Event description:
The notches on the test strips of two packages of 25 inside the box of 100 were off-center. The notches were so off-center on one batch that they were completely unusable. The notches on the other affected batch were slightly off-center but the pt was able to use them.